Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a false nonreactive alinity I syphilis tp result on a patient. Results provided: sid (B)(6) = 0.66 / 0.67 s/co, another alinity = 0.68 s/co, the wantai assay = 8.28 coi (< 1 is negative), tpaa is weakly positive, the trust assay is negative. No impact to patient management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I syphilis tp reagent lot 21055be01 identified normal complaint activity. There are no trends for the product related to patient results. The returned specimen sample was tested with the following results: alinity I syphilis tp: 0.69 s/co (non-reactive); recomline treponema igm: negative; recomline treponema igg: negative. Interpretation of the results: confirmed non-reactive. A retained kit of reagent lot 21055be01 was tested for sensitivity and the data shows that the sensitivity performance of lot 21055be01 is not negatively impacted. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lots. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or deficiency was identified. This report is being filed on an international product, list number 7p60-74 that has a similar product distributed in the us, list number 7p60-31.